Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. Customer declined to troubleshoot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. The insulin pump will be returned for analysis.